Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the clearsign amplifier for labsystem pro was unable to turn on during preparation of the procedure, the procedure was canceled due to this event. No patient complications were reported.